Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a aeris evo ventilator (problem with the hour meter it incorrectly displays 14,000 hours) condition occurred. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the aeris evo ventilator was returned to the third-party service center for the allegation of the system board does not count hours correctly. During the evaluation the customers complaint was confirmed. In conclusion the system board was replaced to address the issue. There were no significant event(s) in the error log(s) and the device passed all testing. Additionally, during the service of the device, the blower assy, machine flow sensor and tubing-low flow o2, were replaced unrelated to the reportable malfunction/issue. Due to the 4 year preventive maintenance procedure, the air foam inlet filter, muffler and particulate filter were replaced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging a aeris evo ventilator (problem with the hour meter it incorrectly displays 14,000 hours) condition occurred. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.